Event description:
A 1.5 mm diameter x 6 mm length sprinter mxi was inserted into a pt for pre-dilatation of a totally occluded right coronary artery. Vessel morphology is unk. It was reported that, the physician was attempting to cross a very difficult rca lesion. The balloon catheter was in the vessel and the physician was attempting to do a wire exchange, when the wire came out into the aorta. The entire delivery system had to be removed and upon removal, a dissection was noted. The physician attempted to rewire the lesion, but, was unable to cross the lesion site again. No further intervention was performed. The user facility discarded the device. No add'l sequelae were reported and the pt is reported to be fine.